Manufacturer narrative:
In 2007, facility's regional risk mgr, reported that the pt had died that morning. This was a male pt with a long-standing history of coronary artery disease. His pre-treatment weight was 115.3 kg with a dry weight of 114 kg. No other pt info was provided. Facility's registered nurse (rn), nurse mgr, reported that the pt's arrest was not due to the hemodialysis treatment. Per their policy, they did remove the phoenix machine from service unitl the machine could be inspected. The facility's biomedical tech had inspected the machine and found no problems. However, a gambro technical services field rep was dispatched to make sure that the phoenix machine functioned within all the MFR's specifications. On 2/26/07, gambro us technical services (gusts) field service rep, inspected the machine. He verified the dialysate flow, arterial/venous transducers, pt sensor, conductivity, temperature, t1 test. He performed a simulated treatment to check uf accuracy. The machine tested to meet MFR's specifications. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.